Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized after being in a car accident. The customer stated that the insulin pump was exposed to an MRI scan while she was in the hosp. Troubleshooting was performed and the insulin pump passed the displacement test. Nothing further was reported.